Manufacturer narrative:
Complete initial reporter name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during use on a patient, the intra-aortic balloon pump (iabp) had a helium leak. Blood was noticed on the outside of the catheter. No patient harm, serious injury or adverse event was reported.